Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was moved to recovery, where a large hematoma was observed. The staff attempt to compress the hematoma with additional pressure but it did not decreases in size. Patient was returned to surgery and the hematoma was surgically evacuated. No additional injury or complications noted.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to evacuate the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.